Manufacturer narrative:
The device was not received for evaluation. Therefore, the root cause of the incident could not be determined. Balloon rupture is a known complication with this type of product and is not an indication of a systemic issue with the product. It is possible that procedural factors/anatomical features such as calcification, or plaque caused/contributed to the reported issue. As stated in the IFU: in common with other catheterization procedures, complications may occur. These may include intimal disruption, vessel wall perforation, balloon rupture with fragmentation, tip separation, local or systemic infection, arterial thrombosis, local hematomas, air embolus, plaque, arterial dissection, and hemorrhage. Exposure to calcified plaques may increase the risk of balloon rupture. The IFU also states: avoid extended or excessive exposure to fluorescent light, heat, sunlight, or chemical fumes to reduce balloon degradation. Do not exceed the recommended maximum balloon liquid capacity (see specifications). The lot number for the product was not provided; therefore, a lot review could not be performed.

Event description:
It was reported that the balloon of a syntel embolectomy catheter ruptured during a procedure. The user indicated that plaque may have been involved and that possible over-inflation of the balloon could have contributed to the event. The procedure was completed successfully using another device of the same type. No patient injury was reported.